Event description:
It was reported the patient presented to the emergency room with a heart rate of 30bpm. No capture and lead dislodgement was indicated. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Since no device ID was provided, it is unknown if this event has been previously reported, and without a device serial number, the manufacturing date cannot be determined.